Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the neck extractor broke while trying to remove the neck. Surgeon stated that he would not leave a ti neck so he removed the stem.